Event description:
Stryker drill was being used to create a "burr hole" with handpiece and tapered router drill bit when the drill bit "snapped off" and remained within the drill handpiece. Stryker drill handpiece and tapered router drill bit were replaced and surgical procedure continued.